Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2012-13049, 13050. The patient received 4 leads with same lot number and 2 extensions with the same lot number. It was reported the patient's scs system was explanted due to the patient being dissatisfied with the results the system was providing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.